Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level of 60 mg/dl. The customer reported would consume sugar to address bg level. The customer stated that the potential cause of the bg level was due to a miscalculation of a correction bolus and administering too large of a bolus.